Event description:
Caller reported a malfunction on pump, experiencing battery charging and power source alert issues, possibly due to pump's battery dying. There was no adverse impact to customer's blood glucose level, confirmed as not exceeding 500 mg/dl. Cts resolved to replace pump, with caller advised on use of updated software and backup therapy via mdi, receiving instructions for pump return and delivery without a required signature.